Event description:
It was reported that this implantable lead exhibited a small perforation in the coronary sinus during an index procedure. The perforation was due to the vascular access relating to the patient anatomy. The intended procedure was completed without further anomalies. As of this time, this implantable lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable lead exhibited a small perforation in the coronary sinus during an index procedure. The perforation was due to the vascular access relating to the patient anatomy. The intended procedure was completed without further anomalies. As of this time, this implantable lead remains in service. No adverse patient effects were reported. Additional information indicated that minimal retained staining was performed and found normal hemodynamics.

Event description:
It was reported that this implantable lead exhibited a small perforation in the coronary sinus during an index procedure. The perforation was due to the vascular access relating to the patient anatomy. The intended procedure was completed without further anomalies. As of this time, this implantable lead remains in service. No adverse patient effects were reported. Additional information indicated that minimal retained staining was performed and found normal hemodynamics. Subsequently, the patient experienced phrenic nerve stimulation and settings were adjusted.